Event description:
It was reported that the patient underwent a urodynamic measurement procedure and a sling procedure in 2005. Post operatively, the patient developed a urinary tract infection was treated with antibiotics.